Event description:
Hyperglycaemia, ketoacidosis [ketosis]. A patient reported that the innovo did not work properly as drops of insulin appeared at the tip of the needle after injection even if patient leaved it injected for a longer period of time. Patient ws hospitalized as sufered from a kidney infection, hyperglycaemia and ketoacidosis, with a blood glucose level of 23-24 before patient was admitted into hospital. Patient's blood glucose level was corrected in the hospital and patient was discharged with novorapid using a novopen 3. Patient's endocrinologist reported that the fact that the patient thinks that the innovo was not working properly is not related to patient's admission into hospital. The patient's ketoacidosis was due to the fact that there was no physical injection of the insulin for about 12 to 24 hours due to illness. Follow-up information has been requested. Follow-up information of 1st june 2001: analysis results received.